Event description:
On (B)(6) 2023, rayner received notification from a us healthcare facility of an event that occurred during use of a rayone emv rao200e. The event description provided states that the injector nozzle cracked during iol injection when the haptic edge was at the bevel of the nozzle.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the nozzle cracked during iol implantation. The healthcare facility reports that there was resistance towards the end of injection and the nozzle split at implantation stage as the haptic edge was at the bevel of the injector nozzle. The lens was implanted successfully despite the damage to the nozzle. A suture was required as a partial capsular bag tear occurred. The device has been retained and is being returned to rayner for evaluation. Product return anticipated, but not yet begun. Pending receipt of product by rayner. There are many factors that may influence lens delivery and could cause or contribute to nozzle splits during use. From previous investigations, we are aware of the following possible causes (non-exhaustive list): if part of the optic edge/haptic is trapped in the injector mechanism this can prevent clean passage through the nozzle, leading to pressure build-up and potentially nozzle splitting as can forcing a blocked injector, removal of the injector from the blister tray prior to ovd insertion/flap closure can increase the likelihood of the lens getting trapped (as it can affect the position of the lens within the rotating cartridge), insufficient quantity/quality of ovd, not using ovd and more rarely irregular coating of the nozzle (which can itself be an artefact of the lens getting trapped and the force required to free the lens) and out of spec wall thickness nozzle components. Our review of production records for the rayone emv rao200e batch 122205794 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data confrims that this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch 122205794.